Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: grade 3 filter leg interaction with the psoas muscle. During the index procedure on (B)(6) 2016, the patient received a celect® filter. The primary reason for filter placement was a dvt with no contraindication to anticoagulation but added risk for new or worsened pe the inferior vena cava (ivc) diameter at the intended filter location was 24 mm. The ivc had no anomaly or thrombus prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed the ivc diameter at filter location was 15.7 in ap view. No ivc anomaly or thrombus was present. Occlusive thrombus was present in the right pelvic veins. The filter was placed in the ivc infrarenal site. There was no evidence of filter deformation or migration. Filter tilt was 0.9 degrees in the ap view per venogram. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after filter placement. On the same day, the post-procedure x-ray was performed. There was no evidence of filter fracture, embolization, or migration. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. On (B)(6) 2018 (693 days post-procedure), a clinical follow-up abdominal CT scan was performed. There was no evidence of filter embolization or filter leg interaction with the ivc wall. Analysis of the CT revealed no evidence of embolization. There were 10 filter legs with a grade 1 filter leg interaction with the ivc wall. There was one grade 2 filter leg interaction, with no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. There was one grade 3 filter leg interaction with the psoas muscle, with no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. Patient outcome: no known clinical sequelae. On (B)(6) 2018 the patient completed and exited the study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and image review. It was reported that 693 days after filter placement there were 10 filter legs with a grade 1 filter leg interaction with the ivc wall. There was one grade 2 filter leg interaction, with no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. There was one grade 3 filter leg interaction with the psoas muscle, with no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. No known clinical sequelae. Venogram, at the time of ivc filter placement, demonstrated normal ivc anatomy with appropriate placement of a celect platinum ivc filter in the infrarenal ivc, without evidence of significant tilt or immediate penetration. Follow-up ultrasound confirmed thrombosis of the right venous stents and right lower extremity deep venous system and a repeat intervention was performed including a right lower extremity thrombolysis/thrombectomy with angioplasty. At the beginning of this procedure, an inferior venacavogram was performed which demonstrated the celect platinum ivc filter in the infrarenal ivc, without evidence of significant tilt or immediate penetration. Of note, there were no filling defects within the cone of the ivc filter to suggest retained thrombus. At the conclusion of the thrombectomy/angioplasty, a repeat inferior venacavogram was performed now demonstrating a moderate to large filling defect within the cone of the ivc filter, occupying approximately 50% of the cone. There is still good flow around the ivc filter. There is still no evidence of significant tilt or penetration. Follow-up CT scan obtained 693 days after implantation demonstrates the celect platinum ivc filter in the infrarenal location without evidence of significant tilt. The previously described retained thrombus within the ivc filter has resolved. There is interval development of a single grade 3 interaction between the primary filter leg located at the 6:00 region, abutting the right psoas muscle. There is also a grade 2 interaction involving the primary filter leg at the 12:00 region, extending into the retroperitoneal fat. There is no evidence of pericaval inflammation and there is no comment in the complaint report regarding any symptoms related to these interactions. The cause of penetration, at this point, is indeterminate, but likely multifactorial and related to intrinsic factors with either the filter design or the patient¿s anatomy/biology. Fortunately, perforations are a well described complication of ivc filters and typically have no clinical relevance, as appears to be the case with this individual. Importantly, if the filter is no longer clinically indicated, retrieval should be considered to help avoid worsening penetration or additional filter related complications. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.